Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 10 device investigation types have not yet been determined. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. - 8 events had no patient involvement; no patient impact. - 2 events had insufficient information received.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 previously reported events are included in this follow-up record. Product return status: 4 devices were received. 4 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 previously reported events are included in this follow-up record. Product return status: 5 devices were received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10. 10 previously reported events are included in this follow-up record. Product return status 6 devices were received. 4 devices were not available for evaluation.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 2 events had insufficient information received.